Event description:
It was reported that the patient experienced soreness in scrotum during pumping, anxiety and frustration because he could not use the inflatable penile prosthesis (ipp) properly. Trouble shooting was performed and it was noticed that it was difficult to pump the device and the pump stayed flat intermittently. The physician believes that the problem is that there was air in the ipp. At one point during the original procedure the shod came off the reservoir and it is believed the air was not completely removed prior to final connections which might be a reason for failure. A replacement surgery was performed and no patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 inflatable penile prosthesis (ipp) cylinders and pump underwent a thorough analysis. The components were visually and microscopically examined, and leak tested. No anomalies were found with the cylinders nor the pump. Based on the information available and analysis results, the product analysis was not able to identified the cause that could have contributed to the reported clinical observation of inflation issue, mechanical problem and pain.

Event description:
It was reported that the patient experienced soreness in scrotum during pumping, anxiety and frustration because he could not use the inflatable penile prosthesis (ipp) properly. Trouble shooting was performed and it was noticed that it was difficult to pump the device and the pump stayed flat intermittently. The physician believes that the problem is that there was air in the ipp. At one point during the original procedure the shod came off the reservoir and it is believed the air was not completely removed prior to final connections which might be a reason for failure. A replacement surgery was performed and no patient complications were reported.